Event description:
Reporter reported that there was an air leak from the bodae valve of the rt021 catheter mount while in use on a pt. The pt was reportedly being ventilated via an endotracheal tube. No pt consequence was reported.

Manufacturer narrative:
The device is not available for eval as it was contaminated with pt secretions. Results: our records indicate that this is the only complaint of this nature for the given lot number. All rt021 catheter mounts are tested for leaks prior to being dispatched. As the device has not been returned, we were unable to determine the cause of the alleged leak. Conclusions: this is an unusual event. We will continue to monitor all complaints for such reports.